Manufacturer narrative:
(B)(4). The defective component of the subject rd900afu neopuff infant resuscitator is en route to fisher & paykel healthcare in (B)(4) to determine what had caused or contributed to the reported event. We will provide a follow-up report once we have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported that the gas outlet port of an rd900afu neopuff infant resuscitator was broken. No patient consequence was reported. They also requested to service the unit.

Manufacturer narrative:
(B)(4). Method: the complaint rd900afu neopuff infant resuscitator was returned to the fph service center in (B)(4), where it was inspected by a trained fph service engineer. The defective fascia and valve system kit (sn 140723002888) of the subject neopuff unit was returned to fph in (B)(4) for further investigation. Our analysis is accordingly based on the service information provided by fph service center in (B)(4) and the results of further investigation conducted at fph (B)(4). Results: inspection at the fph service center in (B)(4) revealed that the gas outlet port and upper end cap of the fascia and valve system kit of the neopuff unit were broken. These were also confirmed during investigation conducted at fph (B)(4). Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The physical damages observed were most likely due to impact to the subject neopuff unit. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff unit was repaired and returned to the healthcare facility service after passing the performance tests specified on the product technical manual.

Event description:
A healthcare facility in (B)(6) reported that the gas outlet port of an rd900afu neopuff infant resuscitator was broken. No patient consequence was reported. They also requested to service the unit.